Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the flush port was bent. During a procedure to treat persistent atrial fibrillation (peaf), an intellanav stablepoint open-irrigated catheter was selected for use. It was noted that the flush port was bent. Another of the same device was used, and the procedure was successfully completed with no patient complications. However, analysis of the returned device revealed that the irrigation tubing was partially detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of tubing set damaged/defective was confirmed. Analysis of the returned device found that the irrigation tubing was partially detached from the luer fitting at the adhesive joint. The problem found was traced to the design specification, and an investigation has been initiated to address this problem. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory, the intellanav stablepoint open-irrigated was visually inspected, and it was found that the tubing was partially detached from the luer fitting at the adhesive joint. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellanav stablepoint open-irrigated risk documentation was completed and confirmed that the event of tubing set damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design, as both the reported event of tubing set damaged/defective and the additional investigation finding of tubing set fluid leak were traced to the design specification, and an investigation has been initiated to address this problem.